Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left main trunk to proximal left anterior descending artery. A 10/4.00mm flextome cutting balloon was selected for use. During procedure, it was noted that the device was inflated three times for 10 seconds each. However, during the third dilatation at 12atm, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned flextome device. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak which was situated at the distal edge of the proximal markerband. No issues were noted with the balloon material that could have contributed to the complaint incident. The tip, markerbands and blades of the device were undamaged and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully attached to the balloon material. Multiple kinks were noted along the length of the hypotube. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left main trunk to proximal left anterior descending artery. A 10/4.00mm flextome cutting balloon was selected for use. During procedure, it was noted that the device was inflated three times for 10 seconds each. However, during the third dilatation at 12atm, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.